Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), healthcare provider (hcp), clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has gone through multiple reprogramming's of the spinal cord stimulator (scs) in the past without adequate response. Pt is also endorsing some ins pocket pain and does wish to have the scs device explanted. Inadequate pain relief and ins site tenderness were reported. The issue is likely related to the device/therapy, and possibly the procedure. The ins was explanted and not replaced and the device disposition is unknown. The issue was resolved without sequelae.